Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an anti-tachycardia pacing (atp) that accelerated the patient's rhythm into ventricular fibrillation (vf). The subsequent shock converted the rhythm. The device remains in use. No additional adverse patient effects were reported.